Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in gel with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in gel caused no serious injury medical intervention.